Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 153421: 90 items manufactured and released on 21-oct-2015. Expiration date: 2020-10-11. No anomalies found related to the problem. To date, 89 items of the same lot have been sold without any similar reported event since 2017.

Event description:
5 years 3 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was complete successfully.